Event description:
Lower than expected immulite afp results were reported by the assay. The test was repeated and gave a result more in line with the patient's clinical picture. No patient treatment was altered and there was no report of adverse health consequences, due to the discordant afp assay result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant afp results is unknown. No further evaluation of the device is required. The instrument is performing within specifications.